Event description:
During follow-up for pi 2084151, sales rep provided the following statement for an un- reported revision: "the main reason the surgeon asked me to do a per on this product is because it is the second time he has had a 22mm head disassociate from a mdm poly insert. This has only happened with the 22mm inserts and heads..." Update (B)(6)2019 wg: additional information provided by rep: "[surgeon] believed the issue in that case was due to an ER doctor not properly reducing the hip in the ER because they didn't know there was an mdm and he inadvertently disassociated the head from the poly. He didn't believe it was the product..." Update per email: patient dislocated, reduction attempted and as noted above "surgeon inadvertently disassociated the head from the poly." (B)(6)2019 : as per phone call with sales rep, "the poly dislocated from the metal mdm liner and during reduction in ER, the metal head disassociated from the poly liner." Left side.

Manufacturer narrative:
An event regarding dislocation and disassociation involving a adm liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: need operative reports, office/clinical reports, examination of components, etc. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During follow-up for (B)(4), sales rep provided the following statement for an un-reported revision: "the main reason the surgeon asked me to do a per on this product is because it is the second time he has had a 22mm head disassociate from a mdm poly insert. This has only happened with the 22mm inserts and heads..." Update 16/may/2019 (B)(6): additional information provided by rep: "[surgeon] believed the issue in that case was due to an ER doctor not properly reducing the hip in the ER because they didn't know there was an mdm and he inadvertently disassociated the head from the poly. He didn't believe it was the product..."